Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient's spouse reported a fluid leak was discovered during dwell 2 of 3 of patient's pd treatment. The fluid was noted to be leaking from the patient line which became disconnected during treatment. The patient was able to cancel treatment and said there was no fluid in the cycler pump module or on the cycler set cassette. In a follow-up, the patient reported that there was no harm, intervention or adverse event associated with the leak. The cyler set is not available to return for investigation. Additional information was requested but not received.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's spouse reported a fluid leak was discovered during dwell 2 of 3 of patient's pd treatment. The fluid was noted to be leaking from the patient line which became disconnected during treatment. The patient was able to cancel treatment and said there was no fluid in the cycler pump module or on the cycler set cassette. In a follow-up, the patient reported that there was no harm, intervention or adverse event associated with the leak. The cycler set is not available to return for investigation. Additional information was requested but not received.